Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in a nursing home. The customer was hospitalized about 5 months before passing. The cause of death was diabetes, old age, and other unnamed issues. The caller stated that the customer had diabetes, old age, and other issues that may have led to the customer's passing. The customer¿s blood glucose was 46 mg/dl at the time of admission. The customer was given syrup to treat the low. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis as it was donated.